Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse checked the connector inside the operation panel and the wiring status, no abnormalities were found. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation for use, the cardiosave intra-aortic balloon pump (iabp) units screen display of arterial values was disturbed when the power was turned on. There was no patient harm reported.